Event description:
Md reported the aquamantys was not working right and requested that it be looked at. When we switched to a new handpiece it worked fine. The technician described the handpiece as gumming up, not irrigation well and making a funny noise. Perhaps the tubing was pinched but it looked good to tech.